Event description:
The lens was removed and replaced 4 months post operative due to the patient's complaint of halos and glare.

Manufacturer narrative:
The device was received, optically inspected and met all manufacturing specifications. Product history records were reviewed and all documents show the device met release criteria. There is no evidence to suggest this adverse event is manufacturing related. Halos and glare are a known and labeled possible side effect of multifocal lens implantation.